Event description:
There was a sensor error with the ablation catheter after placed into the patient. The catheter was removed and replaced with no reported harm to the patient. Manufacturer response for high density mapping catheter, advisor hd grid x, sensor enabled, high density mapping catheter (per site reporter).